Event description:
It was reported that a minicap transfer set was leaking after the patient disconnected from a homechoice device. This observation was made during patient use. The leak occurred even though the clamp was closed. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h12h01031 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted..

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.